Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on unknown date. Subsequently, patient was revised on the left side on (B)(6) 2008 due to loosening of the stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient underwent seven revision procedures on unknown dates due to unknown reasons. Patient underwent further revision on (B)(6) 2008 due to pain, a loosened femoral stem and poly wear. The modular head, acetabular cup, femoral stem and liner were removed and replaced. It was reported patient expired on (B)(6) 2009, however, the cause was not implant related.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.